Manufacturer narrative:
Block h6: imdrf device problem code a24 captures the reportable investigation result of side car rx push back. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that there were no leaks or issues found with the device that could be linked to the reported event. Additionally, the side car rx was pushed back. The side car push back measurement was approximately 7.0 mm. The reported event was not confirmed. Based on all available information, it is most likely that procedural factors such as advancing the device through the scope could lead to the encountered failure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that two trapezoid rx baskets were used in the bile duct on a lithotripsy procedure performed on (B)(6) 2023. During procedure, when attempting to use a trapezoid to contrast the inside of the bile duct, the contrast material did not exit from the tip of the bile duct. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. Investigation results revealed the side car rx pushed back; therefore, this is now an MDR reportable event (see block h10 for investigation details).